Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
During a follow-up, noise was observed on the right atrial (ra) lead. The ra lead was successfully replaced, and the patient was stable with no adverse consequences.